Event description:
It was reported that a patient underwent a laparoscopic recurrent hernia repair on (B)(6) 2012 and mesh was used. The patient experienced chronic pain. The patient underwent a laparoscopic procedure which showed that the mesh was adhered to the bowel not the abdominal wall. The surgeon completed the repair procedure with a different mesh product.

Manufacturer narrative:
(B)(4): recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected information narrative: the patient was reoperated on for a recurrent hernia on (B)(6) 2012.

Manufacturer narrative:
Conclusion: photos of the actual device involved in this event was visually evaluation. Based on the review of the received photos, a conclusion for the cause of the recurrent hernia could not be drawn.